Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the perfusionist noticed a motor message and it cleared. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Per the user facility¿s biomedical engineer (biomed), the roller pump is presently working normally with no motor messages. User facility¿s biomedical engineer will monitor pump performance for any future messages. Investigation in process, but not yet complete.